Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer believed that his blood glucose was approx 450 mg/dl. The customer stated that he did not have any insulin, and he was not able to bolus after eating. Also, the customer stated that he is at the dr's office and the dr won't be able to issue any long-acting insulin that the customer needs. Advised customer to go to the ER as his glucose level continues to rise. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a button error alarm as a result of a corroded keypad trace.